Event description:
It was reported that arctic gel pad had air leakage. The incident occurred during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name provided: (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic gel pad had air leakage. The incident occurred during use.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use were reviewed and found to be adequate, and it states: -select the proper number of pads for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number of pads. -place the pads on healthy, clean skin only. Locate pad edges away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. -the pad surface must be contacting the skin for optimal energy transfer efficiency. The small universal pads are provided with a cloth liner over the hydrogel. The pads may be used with the cloth liner in place or removed to expose the hydrogel adhesive. If the cloth liner is used, secure the pads with the velcro straps to ensure good contact with the skin. The pads may be removed and reapplied if necessary. -attach the pad¿s line connectors to the fluid delivery line manifolds. Begin treating the patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter facility name provided: (B)(6) hospital the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.